Manufacturer narrative:
The manufacturer previously reported an allegation related to the dreamstation auto CPAP device, the "manufacturing site", which is missing in previous report. In this correction report "manufacturing site" has been updated/corrected.

Manufacturer narrative:
On previously submitted report, evaluation results code grid in box h was incorrect. Section evaluation results code grid in box h has been updated/corrected in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.